Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for implant. It was noted that a helix insertion - extension issue was observed on the atrial lead. The sheath was already peeled out at lead insertion as usual. The physician opted to exchange the lead due to the helix issue. While pulling back the atrial lead through the vessel, a break or an incision was made in the lead's body. The tip of the guidewire went into this break or incision. It was unclear if this break was due to the procedure and generated anxiety. The lead was pushed back into position, the guidewire was taken off from the break/incision in the lead body but left in the vessel and the lead was pulled out completely. A new sheet was inserted over the guidewire and the replacement lead was installed successfully. There were no patient consequences.